Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An asr acetabular cup / femoral component and a summit cemented stem needed to be removed due to metallosis. During the removal procedure, the slaphammer sheared off at the threaded engagement to the threaded inserter. All pieces were retrieved. Surgical delay of 20 minutes occurred while a new set was located to continue the implant removal. Patient consequence? :yes. Patient consequence description:revision surgery needed for implant metallosis. Surgical delay 20 mins after instruments broke during revision surgery procedure.